Event description:
It was reported the physician was unable to thread the sutures through the magnum2 knotless implant. The physician drilled a new bone hole and implanted a new device which led to a 10 minute surgical delay. No pt complications were reported as a result of this event.

Manufacturer narrative:
Additional manufacturer information: the pt identifier, age, weight and gender were not provided. The lot number for the reported device was not available; therefore, no manufacturing or expiration date could be provided.